Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer notices device not associating to network (8015, s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer notices device not associating to network (8015, s/n (B)(4)). Informed customer of probable cause for no connection to network. Assisted customer to isolate problematic fault. Assisted customer in system maintenance to create a new network configuration package. Transfer of configuration package was successful. Customer interchanged the radio card from known working unit. Connection to network was successful. Customer to repair/replace the radio card on the device. End call.